Manufacturer narrative:
Initial report indicated "follow-up" instead of initial. Integra has completed their internal investigation on 14 nov 2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: the cam02 monitor serial number (B)(4) was returned under RMA (B)(4) for failure analysis evaluation. The service centre verified there was no icp output and the monitor sensor board was defective thus causing the complaint incident. The monitor error log file was reviewed. The review identified error code e0011 occurred on the (B)(6) 2016 at the service centre. The DHR review was completed for cam02 monitor serial number (B)(4) -- date of manufacture: 2015 ¿ nov. The DHR review verified no anomalies that could be associated with the complaint were observed. All the functionality tests were carried out accordingly and all results of the tests were recorded as within specification prior to the cam02 monitor been released. A review of complaint history; during the time period ¿(B)(6)¿, the global product usage for cam02 monitors was calculated as 27,901 usages, using the total quantity of cam02 monitor catheter sales sold to calculate the quantity of usages. 1 catheter is used per procedure, and is used as a means of quantifying the number of procedures undertaken. The quantity of complaints in the complaint review (3) can therefore be calculated as (B)(4) (occasional) of procedures. Conclusion: the evaluation verified the complaint as valid; the cause of the temperature failure (e0011) was identified as a defective sensor board.

Event description:
The cam02 inter-cranial pressure and temperature monitor was sent in for evaluation due to failing the preventative maintenance (pm) test. The ils sales specialist was performing the pressure output test (per page 79 of service manual) but it failed. He set 10 volt to the dc power supply. Once connected, 10 volts to pmio cable pins 1 and 4, supplied voltage would drop to 2.5 volts. He tried replacing the pmio cable and still had the same issue. Also during the test it damaged by dc power supply. There were have a total of four (4) monitors, I tested the other three (3) monitors with a different power supply and all of these passes the test. The failure only happened during testing and was discovered during routine maintenance. There was no patient contact, injury or delay in procedure due to the product problem.